Event description:
It was reported that pump repeatedly displayed cgm error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with support from technical support, but error persisted, so pump was replaced; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place faulty pump in storage mode and return it with prepaid label, and was advised to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.